Event description:
This problem has been addressed with changes to the shape of the binary connector spike tip in order to alleviate problems with difficult activation due to coring. Production of the improved add ease began in october of this year, and nationwide availability is anticipated in february of 1997.